Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had reached end of life (eol). Approximately two months earlier the battery life remaining was 12%. There was a concern the battery depleted prematurely. This device was explanted and successfully replaced. No additional adverse patient effects were reported. This device was included in the (B)(6) 2018 sq-rx model 1010 pg shortened replacement interval advisory population.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of device memory confirmed the device recorded a battery depletion alert and reached end of life (eol) battery status. The device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified no anomalies. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific). .

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had reached end of life (eol). Approximately two months earlier the battery life remaining was 12%. There was a concern the battery depleted prematurely. This device was explanted and successfully replaced. No additional adverse patient effects were reported. This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.